Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. It was noted that the patient had very thin skin and the corner of the incision was eroding. Initially, the electrophysiologist was going to bring the patient in and remove the tissue from the eroding area since no infection was present and suture healthy tissue together. The patient was then sent to a wound clinic and at some point, the incision became infected. All products were successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.